Manufacturer narrative:
Sample from the patient was submitted for investigation. The customer¿s results were reproducible with the elecsys anti-sars-cov-2 assay. All samples showed non-reactive results in the rapid assay as well as with the elecsys anti-sars-cov-2 assay. The in-house roche assay showed a clear decrease in signal over the short period of time producing reactive, near-cutoff, followed by non-reactive results for the consecutive sample draws. Given the patient¿s medication and decrease in antibody titer, a suppressed immune system might be the reason for the non-reactive elecsys anti-sars-cov-2 results in this patient. A general reagent issue could be excluded.

Manufacturer narrative:
The customer's calibration were acceptable and the qc results were within specification. The sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary. The investigation is ongoing.

Event description:
The initial reporter received questionable negative anti-sars-cov-2 elecsys results for one patient from two cobas 8000 cobas e 602 modules, serial number (B)(4). The patient was identified as being positive by nasal swab and pcr on "one kit manufacturer" and roche 6800. Pcr was performed on (B)(6) 2020, 3 unknown dates, and most recently on (B)(6) 2020. All results were positive. Sample 1 for anti-sars-cov-2 elecsys was collected (B)(6) 2020. Sample 2 for anti-sars-cov-2 elecsys was collected (B)(6) 2020. On (B)(6) 2020, both samples were tested and were both negative on the anti-sars-cov-2 elecsys assay. For troubleshooting purposes, both samples were tested on the second e602 analyzer and were both negative. The customer had three additional samples from this patient and ran those for troubleshooting purposes. The samples had been collected on (B)(6) 2020. The results for all three samples were negative. The customer believes the positive pcr result was correct as the patient had five pcr tests done and all were positive.